Event description:
Additional information was received reporting the low laser occurred during a procedure. The procedure could not be completed. No other details are known.

Manufacturer narrative:
The correct g.4 date for the initial report is 07/12/2019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative performed power checks on port 1 and port 2 and did not encounter any issues. The company service representative performed function tests with the slit lamp and it performed correctly. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser energy/power.